Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the back electrode. The irritation was red and itchy. The patient's physician advised the patient to use an ointment. The patient reported that the irritation healed after a few days.